Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A pinhole was located at the proximal edge of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the hypotube was kinked at multiple locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, after the guidewire passed through, it was noted that the balloon ruptured at 8atm upon second dilation due to the severely calcified lesion. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, after the guidewire passed through, it was noted that the balloon ruptured at 8atm upon second dilation due to the severely calcified lesion. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient condition was good.